Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the central control monitor unexpectedly turned black. The error message "system computer needs service" was displayed on all the roller pumps. The user rebooted the system, which resolved the issue. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.